Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that pacing inhibition due noise oversensing was exhibited on this right ventricular (rv) lead. Pacing inhibition was not greater than three seconds. The health care professional (hcp) provided the patient was admitted after symptoms of dizziness and lightheadedness. In addition, the hcp reported a rise in capture thresholds and a sharp increase in pacing impedance measurements. However, pacing impedance measurements have remained within normal limits at this time. Additional information has been requested but was not provided. This rv lead remains in service. No additional adverse patient effects were reported.